Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. The complaint devices were received and inspected. Visual observations revealed that a part of the needle is broken and stuck inside the shaft of the expressew iii and the needle flag is not attached with it. Hence this complaint can be confirmed. When the needle is jammed inside the device, it might have been pulled out from the distal end of the device which caused the needle to break. This operation is beyond the design intent of this device. The failure of this device can be attributed to the application error. There is no lot information available for the needle involved in this event. Hence a lot specific search for the needle cannot be done. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4)-incomplete. The lot number and expiration date are not currently available. Associated medwatch: 1221934-2018-50547.

Event description:
It was reported by the sales rep via phone that during a shoulder procedure their expressew iii needle broke in their expressew iii without hook. The gun was fired approximately six times before the needle broke. Orthocord was used for suture during the case. The procedure was completed with another gun and needle with no harm to the patient but there was a minute delay to grab other like devices. The sales rep confirmed that nothing broke in the patient and that they realized that needle broke when they saw the tip on the table. Also, the needle is now stuck in the gun. The devices will be returning for evaluation.